Event description:
Remediation physician evaluation: mca stroke with tough arch with tight bend/kink in proximal right common carotid artery. An (B)(6) female ineligible for tpa due to recent surgery, presented with left mca occlusion. A physician wanted to use the penumbra system, and wanted to access to larger lumen reperfusion catheters. Exchanged 053 neuron for 070 over 300cm glidewire. Initially didn't have issue passed red highlighted area. (B)(4) was removed and inspected resulting in no damage to microcatheter. Neuron 070 was removed and clearly demonstrated kink approximately 20cm proximal to tip not in distal flex zone, aligned with highlighted artery bend. Discussed shuttle support with 070 approach, but determined artery kink still problematic. Repositioned 053 neuron without problem, and ended using ps026 for remainder of case.

Manufacturer narrative:
Conclusion: as per FDA feedback of (B)(6) 2009, this defect, if not discovered, could contribute to injury or death. The DHR for this mfg lot has been reviewed and that review is attached. Incident # (B)(4). Part #1626-03/a. Neuron dc 070 105cmx8cm, shaped tip. Lot #f13971 (released version of mfg lot #l13971). Coils sub assemblies: pn 1605 (l13876, l13884, l13885). A review of the device history record (DHR) was completed on part #1626-03/a, (lot #l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. All destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Three lots of coils pn 1605 (l13876, l13884, l13885) are used to MFR lot # l13971; the coils are 100% inspected for visual and dimensional measurements. All parts that failed visual inspection or dimensional inspection have been rejected segregated and all subassembly parts released met specifications. The parts released in this lot met process requirement.